Event description:
It was reported that the procedure was to treat both the right and left iliacs (off-label use), using a kissing stent technique, coming in from both sides. Using a 6f sheath, an 8.0x28 omnilink was placed in the right iliac and an 8.0x58 omnilink was placed in the left iliac. As the 8.0/28 stent was being deployed, the stent was observed to the halfway off the balloon, proximally; therefore, only the distal half of the stent was expanded and the stent was only partially covering the lesion. The balloon was pulled back into the unexpanded portion of stent and inflated againto complete the stent deployment. Another stent (8.0/38) was used to cover the remainder of the lesion. There were no patient effects reported.